Manufacturer narrative:
The device was returned to olympus for evaluation. The olympus staff discovered the no image issue was due to a loose light guide cable. After toggling the light guide tube, the image showed. The following additional events are as follows: the insertion tube had deep scratches, the bending section had a cut on charged cable device unit, the adhesive in the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope did not display an image. The event occurred during preparation for use. The intended diagnostic bronchoscopy, accompanied with the partial lobectomy was completed using a similar bronchoscope. The patient was not in the room yet. There was a brief delay of less than 10 minutes to remove the scope and set up the other scope. No other devices were used with this bronchoscope at the time of the failure. There was no patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress that was applied to the insertion section, causing damage to the charged coupled device unit during user handling. The event can be prevented by following the instructions for use which state: "-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.